Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2016-00561 and 1627487-2016-00562. The manufacturer is unable to determine which extension was explanted thus both extensions are reported. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the extension was explanted and replaced. The leads were not repositioned or explanted. The patient is receiving effective therapy and issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2016-00561 and 1627487-2016-00562. It was reported there were low impedances, however when the physician pressed on the extension header site the low impedances improved and the patient reported receiving stronger stimulation. The physician suspects there is an issue with the header of the extension. Surgical intervention may be pending to address this issue.